Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump battery life does not last long, reservoir tube lip was missing a piece, insulin squirts out in the past, had a no delivery, motor error and failed battery test alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating currents, self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no delivery, failed battery test, low battery alarm or prime/fill anomaly due to motor error alarms. Device had broken reservoir tube lip.